Event description:
Information received from the field does not address the patient's clinical status but notes that an initial inter- rogation found the device in back-up mode. An ECG observed no capture and no sensing. A second interrogation was attempted and a telemetry link could not be established.